Manufacturer narrative:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure that included the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. The bwi product analysis lab received the device for evaluation 19-oct-2023. The investigation was completed on 23-oct-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of the cause of this adverse event was perforation while going transseptal. No bwi product malfunction. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 21-sep-2023. Physician's opinion on the cause of the cause of this adverse event was "perforated" while going transseptal. No bwi product malfunction. Patient outcome of the adverse event was improved. Transseptal puncture was performed. No ablation was performed prior to noting the cardiac tamponade. No steam pop. There was a perforation with needle during transseptal phase. Also, the generator and needle were provided as concomitant products. Therefore, updated the d10. Concomitant medical products and therapy dates section. In addition, the physician¿s name was provided. Therefore, updated the e. Initial reporter section. The patient¿s gender and relevant history were provided. Hence, updated the a3. Gender field and b7. Medical history/preexisting condition field. Updated the h6. Health effect - clinical code from cardiac tamponade (e0605) to cardiac perforation (e0604). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure that included the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. The adverse event occurred during the procedure. After the physician performed the transseptal puncture, a pericardial effusion was noticed. The physician performed a pericardiocentesis procedure to remove fluid from the pericardial space. The amount of fluid that was removed was unknown. The patient was stable after the pericardiocentesis procedure was performed. The patient required extended hospitalization for observation. No further event details were given. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was the only biosense webster, inc. Product in use when the adverse event occurred. No bwi catheters were involved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.